Event description:
Information was received indicating that after placement of the cassette, the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. It was reported that patient was advised to subsequently try mixing a new cassette. It is unknown if there were any adverse effect. Per reporter no further details were provided.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.